Manufacturer narrative:
Section d6a: correction. Date of implant is not applicable for mobile power unit. Manufacturer's investigation conclusion: the reported events of atypical power cable disconnect and low voltage alarms were unable to be confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis and was evaluated and tested. The mpu was functionally tested and passed. The mpu was connected to a mock loop and was able to operate a pump with no alarms active. The mpu functioned as intended. Additional information provided on (B)(6) 2024 stated that the ac power cord did not disconnect from the outlet or the back of the unit. There were no environmental circumstances that caused the alarm. Additional information provided on (B)(6) 2024 stated that no log files are available. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power and low voltage alarms. Heartmate iii instructions for use (rev. C) section 3 ¿powering the system¿ and heartmate iii patient handbook (rev. D) section 3 ¿powering the system¿ addresses how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that for the last two nights every time the patient plugged their system controller into mobile power unit, it would alarm connect power or low voltage. It was not believed that the ac power cord came loose at the wall outlet or from the back of the unit. The patient denied any environmental circumstances that would have affected ac power at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.